Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision operative record, which noted excision of pseudotumor, bone loss around the acetabulum, corrosion of the femoral head trunnion junction, and aspiration of black fluid. Device history records were reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown stem lot# unknown, item# unknown unknown cup lot# unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 8 years post initial implantation due to pain, lack of mobility, tissue destruction, bone destruction, metal wear, metal poisoning. Attempts were made to obtain additional information; however, none was available.

Event description:
It was reported the patient heard clunking and the hip construct felt as if it was out of place. Elevated metal ions were identified. The patient was revised to address a failed and painful right hip metal on metal total hip arthroplasty. Intraoperatively it was identified the patient had a large pseudotumor, osteolysis around the acetabulum and femoral calcar region, bone and tissue damage. Corrosion was noted at the femoral head/adapter interface. Due to the corrosion, the femoral head removal extended the surgery significantly by one hour. The acetabular shell and femoral stem were retained and all other devices were revised. No further information is available at the time of this reporting.